Event description:
This is filed to report tissue damage it was reported this was a procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntw clip was deployed on the mitral valve without issues. To further reduce mr, an nt clip was inserted, and grasping was performed. Grasping was noted to be difficult and mr was unable to be reduced. It was then observed that the anterior leaflet and chordae had ruptured. The nt clip was removed and an ntw clip was inserted in an attempt to treat the tissue damage. The ntw was deployed on the mitral valve, reducing mr. However, immediately after deployment, additional chordae and tissue damage occurred. Mr remained at a grade of 4+. An atrial bleed was then observed, resulting in a clinically significant delay in the procedure. The physician stated the bleed was caused during the venipuncture and was not caused by the mitraclip. The patient then became hemodynamically unstable and chest compressions were performed. Vascular repair was attempted, but the patient passed away. The physician stated the unchanged mitral regurgitation may have contributed to the patient death. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional (ntw) clip delivery system referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported positioning failure could not be determined. The reported tissue injury appears to be related to the reported positioning failure. Tissue injury is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2993 removed.

Event description:
It was reported this was a procedure to treat mitral regurgitation (mr) with a grade of 4+. An ntw clip was deployed on the mitral valve without issues. To further reduce mr, an nt clip was inserted, and grasping was performed. After multiple grasping attempts, mr was unable to be reduced. It was then observed that the anterior leaflet and chordae had ruptured. The nt clip was removed and an ntw clip was inserted in an attempt to treat the tissue damage. The ntw was deployed on the mitral valve, reducing mr. However, immediately after deployment, additional chordae and tissue damage occurred. Mr remained at a grade of 4+. Bleeding then occurred and chest compressions were performed, resulting in a clinically significant delay in the procedure. Vascular repair was attempted, but the patient passed away. Subsequent to the initial report, additional clarification was received: it was reported this was a procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntw clip was deployed on the mitral valve without issues. To further reduce mr, an nt clip was inserted, but was difficult to position. Grasping was noted to be difficult and mr was unable to be reduced. It was then observed that the anterior leaflet and chordae had ruptured. The nt clip was removed and an ntw clip was inserted in an attempt to treat the tissue damage. The ntw was deployed on the mitral valve, reducing mr. However, immediately after deployment, additional chordae and tissue damage occurred. Mr remained at a grade of 4+. An atrial bleed was then observed, resulting in a clinically significant delay in the procedure. The physician stated the bleed was caused during the venipuncture and was not caused by the mitraclip. The patient then became hemodynamically unstable and chest compressions were performed. Vascular repair was attempted, but the patient passed away. The physician stated the unchanged mitral regurgitation may have contributed to the patient death. No additional information was provided.